Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (b)6) 2024. The patient was reportedly already ill a week before the event, he had an infection. The patient took the measurements and the cgm reading was 320 mg/dl and the bg reading was 600 mg/dl the patient vomited several times and at the hospital he was diagnosed with ketoacidosis. At the time of the report the patient was getting better but was still in the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.